Manufacturer narrative:
As reported, the plug button of a 7f exoseal vascular closure device (vcd) could not be depressed when the device was used to occlude the femoral artery in the patient's body. It is later released outside the body. The operator has been trained. There was no patient injury. Additional information was requested but not provided. One non-sterile vascular closure device 7f - us was received for analysis. Per visual analysis, the deployment lever on the device was pressed, and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received in the white/black/red position, and the cowling guard was found locked. No anomalies were observed during the analysis. A functional test could not be successfully performed since the device was already deployed. The device was opened to observe the internal components, and no anomalies were noted on the indicator window or the deployment lever mechanism. The reported event of ¿deployment lever (button)-frozen/locked¿ was not confirmed through analysis of the returned device as it was received already deployed with no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be determined during analysis of the returned device. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to inability to depress the button event reported since the device was received fully deployed with no issues noted to the internal mechanism. However, procedural/handling factors (such as the indicator window was not at the proper solid black position when attempting to depress the button) possibly contributed to the issue experienced during the procedure. As cautioned in the IFU, which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug button of a 7f exoseal vascular closure device (vcd) could not be depressed when the device was used to occlude the femoral artery in the patient's body. It is later released outside the body. The operator has been trained. There was no patient injury. Additional information was requested but not provided. The device is being returned for evaluation.